Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert -pacing lead impedance out of range-. The lead impedance had decreased. The patient would be monitored.

Manufacturer narrative:
Corrected data: the model and serial numbers should have been (B)(4) rather than (B)(4) for report number 2017865-2013-04723.